Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. The patient also developed a wound dehiscence at the surgical site. Subsequently, a skin revision surgery was performed on (B)(6) 2025 under mac anesthesia to suture the prior incision site. The patient was also reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.